Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery level on the pump depleted from 100%-5% after plugging the pump into a power source. Reportedly, the pump then rapidly increased to 100% charge, and depleted to 5% once more. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.